Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Implant date - 25 years ago. Customer has indicated that product was scrapped and will not be returned to zimmer biomet for investigation and no photos of the device was received; therefore, the condition of the component is unknown and visual and dimensional evaluations could not be performed. Review of device history records found no evidence of product nonconformance. A complaint history review was conducted, which identified no other complaints for this lot and no other complaints for this issue. A definitive root cause could not be determined with the available information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event. Please see associated reports: 0001822565-2017-02310, 0001822565-2017-02311.

Event description:
It was reported that patient underwent a revision procedure 25 years post implantation due to pain. The polyethylene liner and femoral head were removed and replaced. Attempts have been made and additional information is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. Corrected exp date. Previously reported expiration date was incorrect, the exp date remains unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.